Event description:
Reporter indicated that device diagnostic testing after generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt sometimes felt stimulation prior to generator replacement surgery but pt does not feel stimulation now. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. The pt denies any recent injury or trauma that may have damaged the ncp system. Neurologist plans to monitor the pt for increased seizure activity or other side effects. Lead break or generator/lead connection problem is suspected.